Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported lost connection could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, UDI information (d4) and 510k(g3) are not available. Model/lot number information was not able to be obtained for this device. Therefore, UDI information(d4) and 510k(g3) are not available.

Event description:
During the atrial fibrillation procedure, the case was cancelled due to the ampere generator losing connection to the ensite x amplifier. Exchanging the ports on the ensite x amplifier and the ampere generator did not solve the issue. The case was unable to be completed and there were no adverse patient health consequences. It was noted that the issue was later resolved by replacing the fiber optic cable a few days later.